Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: "lo", lab: 6.8. Pt's therapeutic range: unk. Customer mistakenly interpreted the "lo" as a low inr reading. She was instructed to increase her warfarin dosage. However, the pt had another doctor's appointment the same day during which a lab draw was taken. Upon discovering the high inr of 6.8, pt was instructed to skip warfarin dosage for one day. It is unk if pt took extra warfarin as prescribed before receiving the lab inr results. The customer was unwilling to complete troubleshooting with technical service rep. No further pt info was available.

Manufacturer narrative:
Customer obtained inratio "lo" result. Unable to verify exact result obtained. Unable to determined the accuracy of the inratio result w/o this info. Customer did not provide lot numbers or return products for investigation. Unable to perform retain strip testing or mfg batch record review w/o add'l info. Further investigation is not possible. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.